Manufacturer narrative:
Age at time of event: 18 years or older. Bsc ID # (B)(4).

Event description:
It was reported that an error code was displayed during aspiration. An angiojet® ultra system console was selected for use during a thrombectomy procedure in the superficial femoral artery. During aspiration, an error code 5 - roller pump stalled was displayed. The console was re-started; however the same error message was displayed again. It was noted there was no obstruction or restriction of the pump roller. Fluid was seen in the bag from the catheter. A staff member blew on the roller and the procedure was completed with this device. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the product was received with no signs of external handling damage and defects observed. The actual testing indicated that the drawer assy. Was fully operational without any defective malfunction. The unit was burn in and passed 200 times drawer pump roller ran test. No problem doing full functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an error code was displayed during aspiration. An angiojet® ultra system console was selected for use during a thrombectomy procedure in the superficial femoral artery. During aspiration, an error code 5 - roller pump stalled was displayed. The console was re-started; however the same error message was displayed again. It was noted there was no obstruction or restriction of the pump roller. Fluid was seen in the bag from the catheter. A staff member blew on the roller and the procedure was completed with this device. No patient complications reported and the patient's status is stable.